Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "does not detect when IV door is closed" was reproduced. A review of the event history log revealed "door jammed and shut door to power off" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the upper auxiliary link switch not being engaged with the door closed. The link required to be readjusted to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum iq infusion pump failed to detect the closed IV door during an unspecified process step in the biomedical service department. There was no patient involvement. No additional information is available.